Manufacturer narrative:
Literature article: case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience. As reported in a research article, an event of aortic regurgitation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Using the device in a position not recommended in the instructions for use could have contributed to the reported event.

Event description:
The article, "case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience", was reviewed. The article presented a case study of an 89-year-old female with no reported comorbidities. It was reported that on an unknown date in 2017, a 21mm trifecta gt valve was implanted in the patient. On an unknown date, the patient was diagnosed with aortic regurgitation. A decision was made to explant the valve on an unknown date in 2019, 17 months following the first implant procedure. The article concluded the trifecta valve has an acceptable safety profile and offers good hemodynamics due to the externally mounted leaflets. However, their experience of early svd and failure is concerning for valve durability. Further comparison to other bioprosthetic valves and longer term follow-up are required to characterize the mechanism of failures. [The primary author was (B)(6) hospital, wellington, aotearoa new zealand with corresponding email: (B)(6). Post-procedural complications included: aortic regurgitation, surgical intervention, hospitalization. *patient 6*.